Event description:
It was reported that during surgery, the surgeon used the setscrew obturator instrument to unscrew a setscrew that was already implanted in a patient and the distal part of the instrument broke inside the setscrew. According to the surgeon, it was impossible to remove the broken part of the instrument from the set screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Optical examination of the fracture surface reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload. The above findings are consistent with torsional overload. Inspection of the shaft diameter and material hardness confirmed conformance to print specification.